Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint was confirmed when rf generator failed self test on power up for ¿voltage cal fault error message and audible alarm. Cause of errors and alarm was a defective electronic component on the rf board. Unit passed functional testing after rf board was replaced with a known good rf board. The complaint investigation has concluded the cause of the failure to be a defective electronic component on the rf pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: b5: event description updated. Procedure clarification.

Event description:
It was reported that during a hip arthroscopy with labrum debridement, the vulcan generator would not identify numerous grounding pads and after repeatedly turning the device off and on, it gave an voltage error message stating to call cs. No significant delay happened in the procedure. Procedure was completed with a competitor device and no patient injuries were reported.

Event description:
It was reported that during a hip arthroscopy with labradoodles debridement, the vulcan generator would not identify numerous grounding pads and after repeatedly turning the device off and on, it gave an voltage error message stating to call cs. No significant delay happened in the procedure. Procedure was completed with a competitor device and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.